Event description:
Pt went to dr to check on port. The port would not flush. Pt sent to radiology for patency check. The check showed that a 14 cm part of a guidewire was lodged in the pulmonary artery. Dr (radiologist) had to approach the wire thru a femoral as well as jugular. The pt tolerated the procedure well. He fished the wire out.